Event description:
It was reported that during a da vinci-assisted surgical procedure, when connecting the inflator cable to the universal cannula seal, the threaded part (luer port) broke. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following additional information: the damage resulted in a rapid loss of insufflation or pneumoperitoneum.

Manufacturer narrative:
An image was provided for review and shows a cannula seal with the luer port, a threaded portion of the device that connects to a hose, broken off. This part does not enter the patient. The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.